Event description:
It was reported that chemotherapy fluid was leaking during chemo pin removal from a vial. The reporter stated that they had reconstituted about 20 cc. The reporter further stated that the issue was due to an unspecified ¿technique issue¿ by the technician. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.